Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery (lcx). After pre-dilatation was performed with a 2.0mm non-bsc balloon catheter, a 2.50 x 16 synergy drug-eluting stent was advanced but resistance was encountered upon crossing the target lesion. The device was removed and it was noted that the stent strut was lifted. Dilatation was again performed with a 2.5/15 balloon catheter and 2.5/18 non bsc stent was deployed using a non-bsc guide extension catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first row lifted outwards from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery (lcx). After pre-dilatation was performed with a 2.0mm non-bsc balloon catheter, a 2.50 x 16 synergy drug-eluting stent was advanced but resistance was encountered upon crossing the target lesion. The device was removed and it was noted that the stent strut was lifted. Dilatation was again performed with a 2.5/15 balloon catheter and 2.5/18 non bsc stent was deployed using a non-bsc guide extension catheter and the procedure was completed. No patient complications were reported and the patient's status was good.